Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to therapy upgrade downgrade. Additional information was provided that this patient had undergone a lv lead revision procedure due to a connection issue, noted the device explanted for a faulty connector header. A new non boston scientific lv lead was implanted and remains in service. No additional adverse patient effects were reported.